Event description:
A registered nurse (rn) on behalf of a home patient (hp) contacted baxter's technical service center regarding a compact exchange device (cxd). The rn stated the hp brought the machine in and tried to spike a bag with the machine, but the cradle would not move far enough to engage the bag. The technical service representative (tsr) arranged a swap of the device. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A follow-up MDR will be submitted upon completion of the evaluation.